Event description:
It was reported that leakage occurred with a perisafe IV bd 18 x 3-1/2in. The following information was provided by the initial reporter, "defect in the needle of the kit. Default supply is returned in the needle, at the time of passing the medicine the kit presents a defect at the base that makes the medicine out (leakage)."

Manufacturer narrative:
H.6. Investigation: no sample/picture received to perform a root cause analysis and implement the applicable corrective action to remove it. Unable to confirm failure mode described during the nogales manufacturing process. DHR review: the device history records (DHR) review was performed for the lot number 7334933 (mfg date dec 04, 2017) identified in the complaint (B)(4) which indicates that (B)(4) were manufactured. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), CAPA¿s or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. The operator uses procedures applicable to manufacture the devices according requirements. Quality auditor performs the inspection according aql and procedures.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a perisafe IV bd 18 x 3-1/2in. The following information was provided by the initial reporter, "defect in the needle of the kit. Default supply is returned in the needle, at the time of passing the medicine the kit presents a defect at the base that makes the medicine out (leakage)."